Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 80-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Patient experienced an artery rupture leading to bleeding and ischemia that required surgical repair. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The investigation into the patient's access site bleeding (with rupture of artery) and limb ischemia has been completed. The cause of the access site bleeding issue was not determined since product was not returned and due to insufficient clinical information. The cause of the limb ischemia issue was most likely patient condition related with ischemia observed on impella limb.